Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had recently got back on the insulin pump about a month ago and had been experiencing unexplainable low blood glucose. The customer stated that they had experienced their blood glucose level to drop to below 40 mg/dl. The customer treated their low blood glucose with food. The customer declined troubleshooting for the low blood glucose. The device will not be returned for analysis.